Event description:
General report received of an unspecified number of undocumented incidents of the patient receiving more medication than intended. On unspecified dates and times, the device was programmed to deliver unspecified medications with the container size of volume of 500ml. No further device programming parameters were provided. After unspecified lengths of time, the homecare nurse noted the solution containers were empty; however, 30ml-15ml of medication was expected to be remaining. There were no reported adverse patient effects. No medical interventions were required. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.